Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly multiple times. There was no impact to the customer's blood glucose level. The customer connected the pump to a power source to charge and the pump turned on. The contact declined further troubleshooting with tandem technical support. Reportedly, the customer had lantus available as alternate insulin therapy.